Manufacturer narrative:
(B) (4). (B) (4). The xience v 2.75x12mm (part# 1009528-12, lot# 9011541), xience v 2.5x23mm (part# 1009527-23, lot# 8112541) are being filed under the same medwatch MFR number. Occlusion and restenosis are known adverse events as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All products are subject to a 100% inspection by mfg. In addition, a qc audit inspection is performed to verify product quality.

Event description:
Device issue: none. Adverse events: plaque shift requiring intervention; restenosis requiring intervention. Time of adverse event: during the procedure; after the procedure. It was reported via a trial that on (B) (6) 2009, the pt underwent direct stenting in the proximal circumflex coronary artery with the one xience v stent, direct stenting in right posterior-lateral artery with one xience v stent, and stenting in the predilated mid left anterior descending (lad) artery with two xience v stents. During the procedure, the mid lad plaque shifted, which required treatment with an overlapping second xience v stent. On (B) (6) 2010, the pt had the 270-day angiographic visit that identified in-stent restenosis in the mid lad and stenosis in the proximal circumflex artery that required revascularization through percutaneous coronary intervention. The pt did not experience angina and both lesions were successfully treated on (B) (6) 2010. The pt was discharged on (B) (6) 2010. There was no adverse pt sequela. Though requested, no add'l info was provided.